Event description:
It was reported there was no capture on the atrial lead at maximum output and noise was observed. It was also reported the right ventricular (rv) lead impedance measurement was undefined. There was intermittent capture at maximum output. Noise was observed on the rv lead and there was frequent undersensing of the r waves. Both leads appeared to have a "kink" in it near the axillary vein where the lead entered the vasculature. The physician noted it was difficult to get a stylet past the "kink" in both leads during the lead extraction. Both leads were removed and new leads were implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: sedr01 implantable pacing lead (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments and analyzed. No anomalies were found. No kink was noted. Lead was destructively analyzed in an attempt to find the source of the electrical complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.